Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump fell and customer will use a back up pump. There was no reported adverse impact to the customer's blood glucose level.